Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced significant blood glucose (bg) fluctuations while using dexcom g7 continuous glucose monitoring (cgm) and an inset 23" 6 mm infusion set. The highest blood glucose (bg) recorded was 400 mg/dl, followed by a low of 40 mg/dl. During the low, the user¿s wife observed slurred speech and administered baqsimi intranasally. The user's reported symptom during the event was facial tingling. Blood glucose (bg) was corrected by ilet insulin delivery for the high and baqsimi for the low. No medical intervention was required and reported at the time of call.